Event description:
The customer stated that the axsym troponin-adv reagent cap failed to open during instrument operation. A probe crash occurred due to this issue. No impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.